Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, priming and excessive no delivery tests. There was no prime anomaly or error alarm during testing. The insulin pump was received with scratches on the display window and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call high blood glucose and cosmetic damage. Customer's blood glucose level was over 600 mg/dl. Troubleshooting for high blood glucose was performed. Customer believed the insulin pump did not deliver insulin properly. Customer treated their high blood glucose via manual syringe. Customer's alarm history showed low reservoir and no delivery. Customer performed the high pressure test and passed. Troubleshooting for cosmetic damage was performed. Customer advised the dome label sticker was missing and there was no medtronic sticker. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.